Event description:
The complainant reported that a patient was implanted with an impella cp device for mechanical circulatory support during percutaneous coronary intervention (pci). After the pci was completed, bleeding and a hematoma was reported at the impella access site. As a result of this complication the impella was removed, an intra-aortic balloon pump was placed. The patient survived the procedure.

Manufacturer narrative:
The investigation has been completed for the reported issue of access site bleeding. The device was not received for evaluation. The root cause of the access site bleeding was unable to be determined as no product or logs were returned for analysis. As noted in the impella IFU: impella cp with smartassist for use during cardiogenic shock and high-risk pci section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ this report is being filed as part of a retrospective review of historical records.